Event description:
The customer reported that a message about a speaker operation problem appears on the mp30 monitor. At the time of the alleged malfunction, the device was being used for clinical monitoring. No patient harm was reported.